Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was duplicated and was isolated to the o2 blender. This issue was addressed by CAPA (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the fio2% on the avea ventilator does not change when the setting is changed to another value. The customer advised there was no patient involvement associated with this event.